Event description:
Complainant alleged that during biomed testing, the device failed to discharge while using adult paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, paddles, onestep cable, and battery and passed all testing. A review of the device log observed paddle shock attempts at start up before energy is lowered to 30j where the device cannot discharge by design due to it being shorted. In order to discharge in the paddle wells the device must be charged up to 30j and no other energy level. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.